Manufacturer narrative:
Analysis of (B)(4). (Serial# (B)(6) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger battery light is rapidly scrolling up and down. The issue was not resolved through troub leshooting. An email was sent to the repair department. The patient expressed concerns that they only have 50% ins battery level which will last them a couple days and if they lose therapy they will have seizures. Discussed shipping expectations with pending holiday. Patient was redirected to their healthcare provider for urgent medical concerns. The patient called back reporting that they were not made aware of critical issues with initial charging of the wireless recharger or the formal device recall in (B)(6) 2021. However, 'medtronic was aware of recharging issues by (B)(6)2020, when their activa rc was implanted'. The patient will send a letter with the details of their complaint. A new dock station was sent to the patient.